Event description:
Hcp reported that a bridge bolus was miscalculated and the patient was given almost twice the amount pt was supposed to receive. Pt was seen approximately 16 hours after the bolus. Pt was reported to be a little more "wobbly" and lethargic, but there was not any loss of consciousness. The pump was reprogrammed. The patient returned to baseline and there were no adverse sequella to the event.